Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks. It was determined that the right ventricular (rv) lead experienced high/ undefined pacing impedance, noise, and an increased sensing integrity counter (sic). A fracture was suspected. The rv lead was turned off and will be abandoned in-situ as the patient's health status has improved since initial implant. No further patient complications have been reported as a result of this event.